Event description:
Cardinal health service department reported the alaris pump module came in for service and during visual examination, brown residue was identified on occluder fingers. Customer was contacted and no patient event or rate inaccuracies were reported. No additional information was available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Cardinal health has determined that residue on the occluders can lead to a device malfunction, resulting in rate inaccuracies. A review of the quality notification (qn) database found no relevant qn's having been generated for this alaris pump module serial number.